Event description:
Surgeon reported that during implant, surgeon noticed a perivalvular leak. Surgeon was unsure if valve had contributed to a tear in the posterior wall of aorta or if suture needle could have possibly caused the tear. Surgeon did not feel there was a problem with the valve. There was no reported adverse effects to the pt and the valve was not returned for analysis.